Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center and reported that the wsi ps9 tubing was disconnected from the manifold connector leading to erroneous test results on an atellica im 1600 analyzer. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse observed the disconnected wsi ps9 tubing. The cse repaired the disconnected tubing. Siemens further evaluated the event and concluded that the disconnected tubing contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that tubing was disconnected from the manifold connector leading to erroneous test results on an atellica im 1600 analyzer. The erroneous results were reported to the physician(s). The samples were repeated on an alternate atellica im analyzer. The customer did not provide analyte information, patient data, nor additional details for this event. There are no known reports of patient intervention or adverse health consequences due to the event.